Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review completed on 19-nov-2025. The procedure image that was included in the complaint underwent an independent physician review. The completed assessment is documented below. "It is very difficult to be certain that the measured length on the 2d angiographic image is completely accurate. This potential discrepancy is amplified when the region of interest is away from the centre of the x-ray tube or when the vessel is tortuous. Without an external validated fiducial measure visible on the image, it is possible that the image measurement displayed is 16mm and not 12mm as annotated. The shortest length of stent we manufacture is currently 16mm." Physician name and date reviewed: (B)(6) (B)(6) 2025. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 9730963) was released in the target site. It was then observed that the stent body was shorter than intended. ¿even though the stent covered the target site completely, but it did not achieve the completely ideal effect. After measurement, the stent length was only about 12mm, while 16mm was claimed on the label.¿ it was then reported that the physician completed the procedure. There was no report of any negative patient impact. One procedure image was included in the complaint. The image will undergo independent physician review. On 16-nov-2025, additional information was received. Per the information, the procedure was targeting an aneurysm on the middle cerebral artery (mca). The aneurysm size and characteristics are not known. The enterprise stent length was selected to be at least 10mm longer than the target lesion to maintain a minimum of 5mm on both sides. The delivery wire of the 4mm x 16mm enterprise 2 vascular reconstruction device was not re-shaped prior to use. Nothing unusual was noted about the system prior to use. Regarding how the stent length was measured, the information indicated that it was ¿machine measurement.¿ the reported stent length issue did not result in the use of a second stent to make up for the difference in length. The concomitant microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x). There was no evidence of obstructed blood flow due to the reported issue. The procedure was completed by ¿[retracting] the stent released by the microcatheter.¿ there was no negative impact on the patient and no delay in the procedure. On 17-nov-2025, clarification was received on how the procedure was completed. Per the information, the procedure was completed by retracting the microcatheter to release the stent. ¿no other measures were performed.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The procedure image will be reviewed by an independent physician. A supplemental 3500a report will be submitted once the review has been completed. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9730963. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.